Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was unable to walk the day after the trial procedure. Subsequently the leads were removed and the patient returned to normal. There have been no reports of further complications.